Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was above 906 mg/dl. The customer was assisted with troubleshooting. The customer was treated with antibiotics for urinary tract infection and insulin for high blood glucose. Customer was having issues with getting her blood glucose down not sure if the infusion set was kinked or what went to the hospital. Customer stated that self-test was passed. The insulin pump will be returned for analysis.